Event description:
It was reported that the patient experienced variable blood glucose with a high of 200 mg/dl followed by a low of 66 mg/dl while using the ilet bionic pancreas, and the patient¿s daughter sought guidance on meal announcements; troubleshooting and education were provided regarding timing of meal announcements and ensuring glucose is within range before announcing meals. Symptoms included hypoglycemia. Outcomes included self-management without medical intervention, no assistance required, and no hospitalization. Investigation included review of device use history through customer interview and clinical troubleshooting. Investigation of this case revealed an undetermined cause for the hypoglycemic event. It was concluded that the event was user-experienced hypoglycemia with cause unclear, with no device malfunction identified based on available information.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.